Event description:
It was reported via a call on (B)(6) 2013 at 5:08 am mdt that a 30 cc intra-aortic balloon (iab) was inserted on (B)(6) 2013 at about 5 pm in the right femoral in a female patient post angiogram to keep perfusion through the vessels with multiple lesions while waiting for coronary artery bypass graft (CABG) surgery on monday. The call was from the intensive care unit (ICU) rn regarding a possible helium loss alarm and blood in the helium tubing. The md was notified and told the staff to place the intra-aortic balloon pump (iabp) 1:4 and keep pumping. She was not comfortable with that since she knew the balloon should come out. The clinical support specialist (css) explained that if blood is in the tubing there is a hole in the balloon and the recommendation is to remove the iab. When they tried to keep the iabp running they kept getting alarm again. The css explained that they should call the physician back and advise him that the iabp continues to alarm when they try to pump and that the recommendation was to stop pumping, clamp the tubing and prepare for iab removal. The rn stated she would do that. The patient is stable without iabp support. A return call was made one hour after the iab was removed. Another iab was not inserted at this time and the patient was stable.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.